Event description:
The customer reported this atrial lead was surgically abandoned (capped) due to exit block (non-capture due to high thresholds 1.2v, pulse width 0.5 ms, shock impedance 400 ohms). A new lead was implanted and no adverse pt effects were reported. The lead was actively implanted for approximately 3 months.

Manufacturer narrative:
The lead was surgically abandoned (capped), therefore, it will not be returned for analysis. As a result, the reported allegation cannot be confirmed. The event will be re-evaluated if additional info becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.